Manufacturer narrative:
Product analysis: analysis was able to confirm the epg would not turn on. Analysis also noted that the battery contacts were contaminated. The epg was returned to the customer without repair at the customer's request. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.